Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump could not be charged and was warm to the touch despite being in room-temperature conditions. Customer¿s blood glucose level was 61 mg/dl. Customer is using a back up insulin pump for therapy.